Event description:
It was reported that prior to a catheter placement, the device package was allegedly damaged and it was unable to remove. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed equistream d/l catheter kit was returned for evaluation and one electronic photo was provided for review. Visual evaluation was performed on the returned packages. The investigation is confirmed for the reported packaging problem and identified melted and ambient temperature problem as wrinkles were noted throughout the transparent plastic cover. Also, component trays within package were noted to be deformed and crushed together throughout the sides. Some labels were noted to start delaminating from outer tray, further the photo review also confirms the same. However, the investigation is inconclusive for the reported difficult to open issue, as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2023).